Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the representative had received the two replacement suctions and attempted to register them at the site, but they would not or were extremely difficult to do so. The replacements were left at the site for further evaluation. It was noted the site had two recently purchased suctions as well as the replacements. The representative had also requested and received both a flat emitter and side emitter to further troubleshoot. Another representative was going to go to the site tomorrow to check the system and all four suctions again with different emitters. Approximately a month from the initial report date, it was reported the suction was not the problem but it was suspected the pillow being used was creating too much distance.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that the behavior described was the intended behavior of the software. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the cause of the inaccuracies was unable to be determined. The issue could not be replicated during troubleshooting.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the surgeon was having difficulties tracking the straight suction. The flat emitter was being used. There were no issue with initial verification, but in order to be able to track the instrument consistently, it needed to be at an abnormal trajectory in the nasal cavity. The curved suctions and blades were not having the same issue. It was not possible for a manufacturer representative to open and confirm the tracking details during the procedure. The procedure was completed using the other suctions and a malleable. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. An update was provided that two of the straight suction would not verify with "geo error" close to 4 millimeters. The verification issues were due to high metal interference values. The straight suctions had metal interference values up to 4 though they were able to get it down to 2 with no resolution. The other instruments had metal inference values of less than one and verified immediately. Medtronic received additional information that the new straight suctions were test outside of a clinical environment and they were difficult to verify with the flat emitter. The instruments needed to be held at an angle which caused sur face anatomy accuracy to be off.